Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed due to fluid loss at the cuff. A new aus device consisting of a 4.0cm cuff, 61cm prb and control pump were implanted. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed due to fluid loss at the cuff. A new aus device consisting of a 4.0cm cuff, 61cm prb and control pump were implanted.

Manufacturer narrative:
Concomitant medical products: device avail for evaluation returned to manufacturer date. Device evaluated by MFR: device not eval by MFR code device eval by manufacturer. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 12:28 pm CT. The report number is being corrected from: 2183959-2018-61685 to: 2183959-2018-61501.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed due to fluid loss at the cuff. A new aus device consisting of a 4.0cm cuff, 61cm prb and control pump were implanted.

Manufacturer narrative:
Device analysis: cuff analysis: cuff fluid loss was reported. The ams800 occlusive cuff was visually inspected and functionally tested. There was a leak in the cuff pillow that was the result of wear at a fold. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. External support request form 92379044. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction. Pump analysis: cuff fluid loss was reported. The ams800 pump was visually inspected. No leak was found. The control pump was not functionally tested due to contamination. Balloon analysis: cuff fluid loss was reported. The ams800 pressure regulating balloon was visually inspected. No leak was found. The balloon was not functionally tested die to the cuff leak. Device avail for evaluation returned to manufacturer date. Device not eval by MFR code device eval by manufacturer. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 12:28 pm CT. The report number is being corrected from: 2183959-2018-61685 to: 2183959-2018-61501.